Event description:
It was reported that there was a thrombus present. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 35mm watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa and the release criteria was then checked. While checking the release criteria it was noted that there was a thrombus on the distal end of the sheath. The physician aspirated back through the sheath and unscrewed the closure device from the core wire. The wds was then removed from the patient. The closure device was successfully implanted in the laa of the patient and there was no residual thrombus present in the left atrium of the patient. The patient experienced no consequences as a result of this event.